Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention following the event but decided to end use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (reuse). Electrode belt sn (B)(4) - 03/2010 ( reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. A heart rate greater than the treatment threshold and motion artifact contributed to the false detections. The patient was treated at 05:07:14 for motion artifact. The post shock rhythm was sinus tachycardia. The patient was subsequently treated at 05:09:43, 05:10:17, 05:10:43, and 05:11:53 for sinus tachycardia. The post shock rhythms of treatments two, three, and four were sinus tachycardia. The post shock rhythm of the last defibrillation was motion artifact. The response buttons were not pressed during the entire event. The patient did not seek medical attention but decided to end use.